Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had alarmed and had stopped without warning approximately 24 hours into patient's treatment. The patient had been required to make a trip to lci union to have the issue resolved. It had been stated that the nurse at union had unlocked the pump, removed the cartridge, reconnected it, and restarted the pump.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.